Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reports 1 week history of skin irritation next to stoma on navel side and under tape border. This began after leaking had occured at 3 oclock position. One week prior to this on (B)(6) enduser had seen physician for bleeding in pouch possibly from stoma. Physician examined stoma; CT scan was done and there was no cause determined for bleeding. No further intervention was done; physician advised to monitor. No further incidences of bleeding since that time. Currently peristomal skin is reddened with bumps; has tried (B)(4) powder and no sting wipes. Has been having to change wafer everyday due to leaking and skin issues. Product use and skin care instructions provided.